Event description:
Caller reported a power source alert, and there was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by using different wall adapters and charging cables, the pump did not begin charging. Technical support decided to replace the pump, and instructed the caller to use mdi as a backup therapy to ensure insulin delivery was not interrupted. The caller was provided with instructions on how to put the pump into storage mode and return it via a pre-paid label within ten days.